Event description:
Hold kc 02.16. It was reported that a malfunction alarm occurred. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level ranged from 77-169 mg/dl.